Event description:
During a routine shift check by a clinician, the device was set at 200 joules but delivered 150 joules and when set at 100 joules it delivered 2 joules. There was no pt involvement in the reported malfunction.